Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. No ancillary devices or cine images from the procedure were received. The spiderfx filter was received within the recovery end of the duel ended catheter. The filter was advanced out of the recovery catheter and examined. Neither the filter nor the floppy distal tip appeared to be damaged. The spiderfx capture wire and distal assembly were examined. A kink in the capture wire was located approximately 102.7cm from the proximal end of the capture wire. A second kink was located approximately 129cm from the proximal end of the capture wire just proximal to the capture wire snap ring. No additional damage was noted along its length. No damage was noted to the filter or to its mouth hoop. The duel ended catheter was examined. A kink in the catheter was noted approximately 170.6cm from the distal end of blue recovery end of the catheter. Approximately 179cm from the distal end of blue recovery end of the catheter is the start of accordion folding damage to the green delivery end of the catheter. There is approximately 1cm of accordion folding and bending of the overall 180cm +/- 4cm duel ended catheter. The distal marker band and distal white tip of the duel ended catheter are not accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a spider fx to treat a moderately calcified lesion with little tortuosity and 60% stenosis in the mid superficial femoral artery. The procedure used a 6fr non-medtronic sheath. The device was prepped as per the IFU with no issues identified. Resistance was reported during advancement. Damage was noted to the delivery catheter during the procedure. During deployment of the device, it was noted that there was visible damage to the distal most portion of the delivery catheter and basket. It was also reported that the ring of the basket broke. The procedure was completed using another spider fx. The vessel was dilated post completion of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.